Event description:
Hospital advised that when the pump was plugged into ac and turned on, an error code 307 was displayed. The following day the pump was operating on a patient with the rate set at 2ml/hr and vtbi at 80ml/hr on channel c and an error code 307 occurred 20 minutes into the infusion. There was no patient consequence.